Manufacturer narrative:
The orthadapt bioimplant was used in a carpometacarpal (cmc) procedure; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use. Based on the available case information, the event is likely due to off-label use of the orthadapt bioimplant. Results of evaluation of returned explant were inconclusive. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
Patient experienced pain, post carpometacarpal (cmc) procedure, using an orthadapt bioimplant. The graft was explanted approximately seven months post cmc procedure.